Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the grasping force of the fenestrated bipolar forceps (fbf) instrument was allegedly weak. The surgeon removed the fbf instrument from the arm and inspection (after removal) found that the instrument jaws alignment was off. The surgeon applied force to the jaws to correct the misalignment; however, this action damaged the jaw. A backup instrument was used to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fbf instrument was broken outside the patient¿s body. The hospital discarded the broken part of the instrument. There was no fragment that fell inside the patient¿s anatomy.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the fbf instrument grasp was "off," an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and investigation found that the grip was broken at the grip base. A piece approximately 0.193" x 0.572" was found to be broken off. The broken piece was not returned. The complaint regarding a broken fbf was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.